Event description:
The pump was returned for service with the report of "pump turned off on its own without beeping low battery or any other problems". The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made by baxter quality management to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, or medication involved.